Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported they had pain, and discomfort/soreness/pinching/ache/pressure. The issue is ongoing. Patient stated lead insertion site pain occasionally when bending over, sitting and exercising. Patient started exercising 3 weeks after implant. Said occasionally when they turned their stim up it hurt a little more. Patient wanted to leave stimulation on to help their symptoms until their can do a lead revision. Additional information was received from the patient. It was reported that the most likely cause of the stimulation hurting a little more after being turned up was due to a problem with the lead and every time they bent over, it'll shoot a pain up the side it was on. The second surgery/revision occurred on (B)(6) 2024, the hcp stated they cleaned it all up, and re-threaded the wire and took out scar tissue. The issue has resolved.

Manufacturer narrative:
Product ID: 978b128, lot #: va2u2s1, implanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.